Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a really high blood glucose level. She went to her doctor's office in the hospital and they gave her an injection. Her blood glucose level went up to 600 mg/dl. The customer had a stomach ache. She went home, changed the infusion set, and watched her blood glucose level. The customer was experiencing a low blood glucose level. She declined to speak with the helpline. The device was not returned.